Event description:
It was reported that during a prostate procedure, @ 37950 joules, the fiber tip appeared burnt at one side, still intact. The procedure was completed with the use of a second fiber. "No damages to the patient" reported. Time expended 7.5 minutes.

Manufacturer narrative:
(B)(4) refers to forward-firing of the side-firing surgical fiber; a code request has been submitted. Product evaluation: failure analysis for fiber 0010-2400-304b- (B)(4): the fiber exhibited a circumferential fracture distal to fiber/cap fusion zone at the bevel edge; the fiber proximal to fracture rotated independently of metal cap; the glass cap/fiber has pushed forward in metal cap and the adhesion location exhibited mild burnt glue; the glass cap exhibited severe devitrification at the output window; the metal cap exhibited severe burnt on detritus; the outer flow tube exhibited severe contamination, likely biologic. Based on the analysis results, the potential for forward firing may also exist. Probable root cause: based on the product analysis results, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which limiting the performance of the fiber.